Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 232 mg/dl on (B)(6) 2016 at 5:23 pm using truemetrix air meter and test result reported of 76 mg/dl on (B)(6) 2016 at 6:23 pm using true result meter. The customer's expected fasting blood glucose test result range is 91 - 113 mg/dl. At time of call customer was not experiencing any symptoms related to diabetes and was feeling well. The customer stated that on thursday, (B)(6) 2016 she gave herself a 15 -unit dosage of insulin as recommended by her doctor when the blood sugar is above 160 mg/dl fasting. The customer stated that she then went to sleep as she normally does and that when she woke up she felt "dizzy". The customer stated that she did not seek any medical attention. During the call on (B)(6) 2016, a back to back blood test was not performed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/06/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 232mg/dl, (B)(6) 2016 05:23 am, fasting:yes. A 154mg/dl, (B)(6) 2016 05:22 pm, fasting:yes. A 228mg/dl, (B)(6) 2016 04:17 pm, fasting:yes. A 186mg/dl, (B)(6) 2016 01:55 pm, fasting:yes. A 181mg/dl, (B)(6) 2016 06:28 pm, fasting:yes. Memory concerns: the customer is concerned with all of her results. The customer consider that was applying too much insulin based on the results on the true metrix meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Correction: correction of serial #:(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 232 mg/dl on (B)(6) 2016 at 5:23 pm using truemetrix air meter and test result reported of 76 mg/dl on (B)(6) 2016 at 6:23 pm using trueresult meter. The customer's expected fasting blood glucose test result range is 91 - 113 mg/dl. At time of call customer was not experiencing any symptoms related to diabetes and was feeling well. The customer stated that on thursday, (B)(6) 2016 she gave herself a 15 -unit dosage of insulin as recommended by her doctor when the blood sugar is above 160 mg/dl fasting. The customer stated that she then went to sleep as she normally does and that when she woke up she felt "dizzy". The customer stated that she did not seek any medical attention. During the call on (B)(6) 2016, a back to back blood test was not performed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/06/2017 and open vial date is 09/01/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all of her results the customer consider that was applying too much insulin based on the results on the true metrix meter.